Event description:
It was reported that this right atrial (ra) lead exhibited noise. Additional information from the field representative was obtained which indicated that the cause of the noise was undetermined and the noise did cause oversensing. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.